Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: failed insulation scan. Confirmed failure: bent/broken shaft. Probable root cause: poor autoclave reliability; incorrect sterilization/reprocessing procedure; handling procedures; contact forces; product used beyond defined useful life. The product was returned for investigation and the failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the insulation is compromised.